Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This foreign report is being submitted as the product involved is same/similar to a us product (ob regular non-applicator). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2010 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b. Tampons regular absorbency, vaginally for normal menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampon disintegrated, flaked and when she removed the plastic wrapping, part of the material came up. She also reported that when she inserted the tampon, it separated into two pieces and small tampon pieces - left in body. This report was assessed as non-serious and the action taken with the device was unknown. This report is considered a reportable malfunction case in (B)(6).